Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several hypotube kinks and the shaft itself was broken at 208mm distal to the strain relief. The break most likely occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 29-dec-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the mid left anterior descending (lad) artery. After a 6f non-bsc guide catheter engaged the lesion and a 0.014" 180cm non-bsc guide wire crossed the lesion, pre-dilation was performed with a 2x10mm and a 2.5x10mm non-bsc balloon catheters. A 28 x 2.75mm taxus¿ liberté¿ drug-eluting stent was advanced but failed to cross the lesion even after several attempts. Pre-dilation was performed again with 2.5x10mm non-bsc balloon catheter and a non-bsc stent was deployed at 14 atmospheres. Post-dilation was performed with a 2.5x10mm non-compliant non-bsc balloon catheter at 20 atmospheres. Post angioplasty angiogram was performed and revealed no residual stenosis with timi 3 flow in lad and the procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.